Manufacturer narrative:
The customer reported a tear on the nipple which was treated with surgery and prescribed hydrocodone/ acetaminophen. The customer has not completely healed. The device has not been returned to exploramed nc7 for evaluation. Based on the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to the nipple injury.

Event description:
The customer reported to willow customer care on (B)(6) 2021 that she experienced a tear on her nipple. The customer went to the emergency room and was treated with surgery to repair the tear. She received hydrocodone/acetominophen by doctor's prescription. The customer reported that she is unable to pump or breastfeed from this breast.